Manufacturer narrative:
Complaint no: (B)(4). As the device was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution did not have moisture (from iodine) in its cap and was a lighter brown color than was expected. The patient stated that the device was used, but did not specify whether the issue was noticed before, after, or during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.